Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the reduction forceps was received with broken tip. The broken tip was also received. A hardness test was performed and found to be conforming @48,8 hrc. The involved dimension is not conforming to the specification. This dimension was not measured. The diameter of the broken part is too small. In conclusion, this complaint to be valid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation performed for the subject device was additionally reviewed and updated. The subject device (reduction forceps) was received with a broken tip. The broken tip was received as well. The manufacturing evaluation shows that there was an issue during the manufacture of the product that could contribute to this complaint condition. The diameter of the broken tip is not conforming to the specification. The diameter of the tip is 0.06mm undersize. Therefore we conclude this complaint to be valid due to the undersized diameter however it is highly unlikely that this non conformance would be the cause for the breakage. A hardness test was performed and found to be conforming at 48.8 hrc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was placing bone forceps in pre-drilled, 1.5mm holes, on either side of a symphysis fracture. The tips were engaged in both pre-drilled holes. Then surgeon started to apply pressure to the forceps to re-approximate the bone fragments. The forceps broke at the tip on one side of the forceps as the re-approximation was being done. The broken tip was extracted easily. A second bone forceps was used to obtain re-approximation and continued the procedure without event. Procedure completed successfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Device history review: manufacturing date: april 16, 2010. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot kr78979, is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 48.5 hrc and was found to be good. No non-conformance reports were generated during production. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.